Manufacturer narrative:
The returned devices were analyzed and no anomalies were found.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:47 pm CT.the report number is being corrected from: 3006630150-2018-62412to: 3006630150-2018-61904.

Event description:
A report was received that during an implant procedure the physician felt something strange while inserting the second lead into the epidural space. The leads exhibited low impedance, and cerebral spinal fluid leak was confirmed. The physician elected to remove both leads and instructed the patient to drink water and caffeine. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: concomitant medical products: model: sc-2316-70, serial: (B)(4), description: infinion 16 lead kit 70 cm.

Event description:
A report was received that during an implant procedure the physician felt something strange while inserting the second lead into the epidural space. The leads exhibited low impedance, and cerebral spinal fluid leak was confirmed. The physician elected to remove both leads and instructed the patient to drink water and caffeine. The patient is doing well.